Event description:
A patient presented to the hospital due to a vibratory alert. During the follow-up, the device was interrogated and revealed a decrease in high voltage lead impedance that was out of range and resulted in a loss of high voltage therapy on the right ventricular (rv) channel. The device was programmed to another vector, however, the high voltage therapy was not sufficient to terminate an arrhythmia. The arrhythmia terminated spontaneously. Technical support was contacted and suspected that the rv lead was damaged, however, this was unable to be confirmed visually. The rv lead was capped and replaced to resolve the event and the patient was stable.